Event description:
I am reporting a suspected malfunction of a dexcom g7 continuous glucose monitoring sensor. During use, the dexcom g7 sensor displayed a glucose value of 56 mg/dl with a rapid downward trend arrow, indicating impending hypoglycemia. At the time of the alert, I did not experience symptoms consistent with low blood glucose. To verify the cgm reading, I immediately performed a fingerstick blood glucose test using a glucometer. The glucometer result was 90 mg/dl. The cgm reading was significantly lower than the fingerstick measurement and appeared inaccurate. Acting on the cgm value alone could have resulted in unnecessary or inappropriate treatment for hypoglycemia. No corrective treatment was taken due to confirmation with the glucometer. The sensor was applied, worn, and used according to manufacturer's instructions. No injury occurred; however, this incident represents a potential safety concern related to false low glucose readings.